Event description:
It was reported that during the implant procedure of a transcatheter valve in a patient with a 60 degree aortic angle, there was a lot of tension in the system, and the valve moved ventricular. Following the implant of the valve, a post-implant echocardiogram was performed. At that point, hypotension and hypoxia were observed; however, there was no paravalvular leak (pvl), no pericardial effusion, and the mitral valve was functioning normally on echocardiogram. The patient was intubated and administered medication to regain blood pressure and oxygenation. Subsequently, the patient normalized and was transferred to the intensive care unit (ICU) on intubation. After 10 minutes, hypotension was observed again and cardiopulmonary resuscitation (CPR) was performed. A transesophageal echocardiogram (tee) was performed that revealed no pericardial effusion, no aortic dissection, and the transcatheter valve remained in place and functioning as before. Cardiopulmonary resuscitation (CPR) was continued; however, blood was observed from the patient's endotracheal tube and the patient died. Per the physician, the cause of the death was unknown, and the cause of the hypotension and hypoxia was unable to be determined. It was noted that the patient had pulmonary edema and previous coronary artery bypass graft (CABG).

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve moved ventricular after deployment. Per the physician, the ventricular movement could not be related to the death. Additionally, the valve and dcs could be excluded as contributing factors to the death. Per the physician, the death was related to the patient's underlying medical history.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.